Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The customer had the product to return. Troubleshooting for the high blood glucose was also performed. The customer's blood glucose level was 125mg/dl at the time of the call. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer was advised to treat per healthcare professional's instructions. The insulin pump will be not returned for analysis. The infusion set will be returned for analysis.